Event description:
On 8th december, 2023 getinge became aware of an issue with one of surgical lights - volista standop. As it was stated the arm cover fell off, also spring plate and screws were missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The initial reporter was biomed. The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. The correction of h3a device evaluated by manufacturer?, h3b device not eval provide code and h3c if other provide code -explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer?: no. Corrected h3a device evaluated by manufacturer?: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code -explain: device not returned to manufacturer. Corrected h3c if other provide code -explain: n/a. Getinge became aware of an issue with one of surgical lights - volista standop. As it was stated the arm cover fell off, also spring plate and screws were missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury. Defective part spring arm ac2000 df dust cover (hm56053311) was replaced and device was back to usage. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event.it is unknown if claimed device was or was not being used for patient treatment or diagnosis when the event took place. As stated by the subject matter expert, the fall of the spring arm covers is the direct result of bad assembly of covers without the four screws locking and a lack of verification during yearly maintenance. In the chapter ¿maintenance¿, the technical manual indicates to check yearly for any loose covers and caps. To prevent any similar incident, it is recommended to perform visual inspection during maintenance as indicated in the user manual. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number: (B)(4).